Manufacturer narrative:
Manufacturer reference: (B)(4). Photo received 08/11/2016. (B)(6).

Event description:
According to the reporter, the stapler did fire and the surgeon wanted to make sure the stapler fired correctly. Initially it was reported there was no patient injury, no blood loss of more than 500cc, no surgical time extended by more than 30minutes, no reinforcement material was used. On (B)(6) 2016 follow-up information indicated the stapler did cut and fire staples, staple formation was normal and the staple line looked perfect. The surgeon converted to an open lar procedure with reported tissue loss. According to the reporter, the anastomosis was not correct, the surgeon suspected linear anastomoses. This blocked the colon. It was unknown whether the patient received radiation therapy prior to surgery. The device has not yet been returned, a photo was returned.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one device. The visual inspection of the staple guide noted the instrument was fully applied. Inspection of the anvil cutting ring showed shallow traces of knife impression and the ring was received partially severed. Functionally, the instrument was applied to the appropriate test media producing acceptable results. Pusher-fingers and knife advance when the handle was squeezed and the knife cut the media cleanly and completely. Product analysis suggests the product was used in a surgical procedure. The reported condition was confirmed. Replication of the reported conditions may occur if the instrument handle compression is not completed or if the instrument is applied against an excessive amount of tissue during the clinical application. The instructions for use of this product states: when firing the stapler, make sure to fully squeeze the instrument handle until the metal underside of the handle contacts the stapler body to the fullest extent. Partial or incomplete handle squeezes may result in unacceptable staple formation and/or incomplete knife cut. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.